Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, sensor wire appeared to be sheared off sensor pod. Patient reported no discomfort at insertion site. Dexcom has issued an rga for patient to return their device to be investigated.